Manufacturer narrative:
Loss of vessel access. The device was received. Investigation is not complete.

Event description:
Device malfunction: loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after an unspecified procedure. Reportedly, after the plunger was locked into place, the device came out of the artery. The locator wings were in the open position and the clip was not deployed. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.